Event description:
Medtronic received a report that two pipelines failed to open and the first became stuck in the phenom 27 microcatheter during retrieval. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the ophthalmic artery. The max diameter was 4mm, and the neck diameter was 4mm. The landing zone was 5mm, distal and 4mm proximal. The patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. It was reported that the tip of the pipeline could not be opened after it was pushed out of the catheter. It still did not open after repeated retrieval. The stent was then retrieved and removed from the body, but it got stuck at the proximal end of the catheter and could not be removed. A new catheter and pipeline were used. The stent was pushed out of the catheter after it was in place, but the stent tip still could not be opened. Repeated retrieval and adjustment of the deployment position were ineffective, so the stent was removed and the surgery was rescheduled. The patient did not experience any injury or complications. Angiographic results post procedure showed blood retention in the aneurysm. The devices were prepared and flushed according to the instructions for use (IFU).

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227752626); product type: ; implant date n/a; explant date n/a product ID ped2-500-18 (b601287); product type: date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: ¿ as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis withing shipping box; and within a plastic bio-pouch. The pipeline flex pushwire was returned outside the phenom 27 catheter. However, the pipeline flex braid was returned within the catheter hub. ¿ damage location details: no bent or kink was found with pushwire. The hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No damages were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The distal end of pipeline flex braid was found to be not opened due to damaged braid. The proximal end of pipeline flex braid was found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip and marker band were examined; and no damage was found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The pipeline flex braid was pushed out from phenom 27 catheter without any issue. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. Conclusion: based on the analysis findings, the pipeline flex and phenom 27 catheter were confirmed to have resistance as the pipeline flex device was found to be damaged and the pipeline flex braid was returned within catheter hub. From the damages seen on the pipeline flex braid (fraying), and hypotube (stretching); it is likely high force used during the delivery. It is possible these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the phenom 27 catheter against resistance. In addition, based on the analysis findings, the pipeline flex was confirmed to have failure /incomplete open at distal as the distal end of pipeline flex braid was found not opened due to damaged braid. However, the root cause could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was no damage observed to the pipeline pushwire or catheter. The distal section of the pipeline did not open. The pipeline was placed in a straight section when it failed to open. The pipeline was retrieved several times and tried to retrieve the protective sheath in attempt to open the pipeline. The cause of the event was not determined.